Event description:
It was reported that the two stents were compressed, and an additional procedure was performed with the intention to open them. Two wallstent endoprosthesis stents were selected for use and were implanted. Over five years later, the patient underwent a medical intervention to open the stents. The physician noted that the stents were fully incorporated into the vein wall, and a wire was unable to cross into the inferior vena cava from the right common iliac vein. Additionally, the right iliac stent was being compressed by the left iliac stent. The patient was informed by the physician that a third physician would need to be consulted for further treatment options. There were no additional adverse consequences reported for the patient.